Manufacturer narrative:
Device not returned, as it was discarded. Additional manufacturer narrative: despite multiple attempts to retrieve additional information such as operative report, and relevant medical history, the healthcare provider declined to release any additional information and indicated that the problem was a direct result of the patient's anatomy, and that there was nothing wrong with the valve itself. The device history record (DHR) review was completed and confirms that this device passed all manufacturing and sterilization inspections. There have not been any allegations of a product malfunction as it was reported to be a patient/anatomic cause that may have contributed to this event. Without additional information, and subject product evaluation, no additional investigation can be performed at this time.

Event description:
It was reported that during an aortic valve replacement, a 3000-25mm valve was explanted at implant due to a perivalvular leak detected after taking patient off pump. The surgeon indicated that it was not the valve that led to explant. It was learned that patient is ok at the time of this report. No additional information received.